Event description:
The report received from the field indicated that during a stenting procedure, the stent dislodged from the balloon and was retreived with a snare device. There was no info on whether there was any anomaly noticed on the stent delivery system before use or whether there was negative preparation that occurred outside of the pt's body prior to inserting the product into the pt, however, it was mentioned that this is the standard practice in the cath lab. The target lesion treated was the circumflex to 1st obtuse marginal. The lesion was 95% occluded. There was no other info regarding the lesion characteritics. The lesion was pre-dilated with a maverick balloon at 10 atm and sub-optimal results were noted.